Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy and will use an alternative method if needed. There was no adverse impact to the customer's blood glucose level.